Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unable to exit the preparing to prime loop. Blood glucose level at the time of the incident was 425 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 433 mg/dl. High blood glucose troubleshooting was declined. Customer was advised on how to correct the issue. The insulin pump was not replaced or returned for analysis.